Event description:
It was reported that the nurse stated they've been cooling since 12:15am. Patient temperature (pt) met targeted temperature (tt) within15 to 20 minutes and had now dropped below. Arctic sun device alerted erratic temperature. Patient temperature (pt) was 32.9c via esophageal probe water temperature (wt) was 40c, targeted temperature (tt) was 33.5c. Checked patient temperature (pt) within secondary source (axillary) and it's registering at 32.4c. Verified good coverage and baby was "taco'd" into the pads. Discussed utilizing warm blankets and or radiant warmer if not contraindicated in their protocol. Patient temperature (pt) increases by end of call to 33c. Advised device was responding as designed. Continue to monitor and call back if they receive any alerts or alarms. Sn (B)(6). Patient cooling in hypothermia and device was alerting 02 low flow. Neonatal pads in place. Water flow rate (wfr) was 0.6 l per m. Patient temperature (pt) was 33.5c targeted temperature (tt) was 33.5c, water temperature (wt) was 31.2c, water flow rate (wfr) was 0.6 l per m. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Disconnected and reconnected using proper technique. Restarted therapy and water flow rate (wfr) primed to 0 l per m. Stopped therapy, empty and disconnected pads. Placed device in manual control at 30c with no pads connected. System diagnostics: outlet monitor temperature (t1) was 25.1c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 7.2c, water flow rate (wfr) was 1 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percent, mixing pump command (mpc) was 0, heater command (hc) was 15 percent, water reservoir level (wrl) was 5, system hours were 1076.2, pump hours were 930.2. Reconnected pads while in manual control and water flow rate (wfr) stabilized at 1.1 l per m, inlet pressure (ip) was -7.1psi. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 0.1 l per m. Advised nurse to swap out to a new set of pads. Set these aside for return for investigation. Sn (B)(6). 12:50pm: nurse called back to my direct number. Stated device was alerting low flow with the new pads. Water flow rate (wfr) was 0.4 l per m. Advised going ahead and swap out to a new device. Send this one to biomed labeled low flow. Biomed can evaluate and call back monday for assistance. Per follow up information received via phone on 27apr2026, spoke with nurse who stated the neonate pad was retained in the janitor's closet. The device they removed from the patient was also still in there. They would call biomed again today to pick it up. They were not on shift when patient completed therapy so they cannot confirm further information. Requested a box sent to nicu for pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.